Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the power on reset (por) was them falling on the floor, causing the battery to be inoperative. The por had not been resolved. It was also noted that the stimulation feeling too strong was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they fell backwards and the ins was damaged. The patient had an appointment with a technician who used a jump battery with no luck. No other troubleshooting have been performed at this time.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about a week ago, the patient¿s partner checked and adjusted their settings, as the patient had a return of symptoms. It was also reported that about three to four days ago, the patient noticed sensation felt too strong and they went to adjust settings yesterday ((B)(6)2020), but were unable to do so, as they had received a call doctor screen ¿ por. The patient confirmed stimulation was not too strong anymore while on the call. The patient was redirected to contact their healthcare provider to schedule a device check. No further device issues and no further patient complications were reported.